Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with scar underneath the sensor pod area and under entire patch area. The patient reported an allergy to the sensor pod and adhesive, with symptoms appearing after each removal. On (B)(6) 2026, follow-up contact was made to the patient and confirmed the reported issue. The patient stated that the concern began approximately 2 years ago. She described that the scar on her arm ¿comes and goes,¿ whereas the scar on her leg ¿never went away." At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.